Manufacturer narrative:
According to the investigation details, there was significant scoring on the shaft of the device.

Event description:
The device was sent in for repair with no info. During the repair process, metal shavings were found inside the device. There was no pt involvement and no allegation of adverse consequences associated with this event.